Event description:
The customer observed falsely elevated total bilirubin on architect c8000 processing module for one patient. The results provided were: sid (B)(6) initial=1.37 mg/dl /repeated after calibration and corrected the results=0.81 mg/dl laboratory reference range for total bilirubin= 0.3 to 1.2 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The abbott technical support recommended to replaced sample probe (list number 01g48-04). The customer replaced the sample probe (list number 01g48-04) and deemed the part likely cause for the falsely elevated total bilirubin result. A review of tracking and trending of the architect c8000 processing module or the sample probe, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual provides adequate information regarding the troubleshooting, and the removal, replacement, and verification of list number 01g48-04 sample probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 processing module, serial number (B)(6), or the sample probe.

Event description:
The customer observed falsely elevated total bilirubin on architect c8000 processing module for one patient. The results provided were: sid (B)(6) initial=1.37 mg/dl /repeated after calibration and corrected the results=0.81 mg/dl laboratory reference range for total bilirubin= 0.3 to 1.2 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.